Event description:
The customer contact reported a disconnection. The patient was receiving magnesium sulfate 2gm/1000ml at a rate of 50ml/hr via plum pump and plumset which was connected to the distal clave y-site of a primary tubing set. Reportedly, less then an hour later, the nurse noted fluid on the floor and found that the option-lok male luer adapter of the plumset was disconnected from the distal clave of the primary tubing set. The physician was notified. Therapy was resumed using a new container of magnesium sulfate and plumset. There were no reported adverse patient effects. No medical interventions were required. Though requested, no addtional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded.